Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopic meniscus repair, the t2 implant of three (3) ultra fast-fix devices was inserted but failed to stay anchored. The t1 implant of the three devices was removed from the patient with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew backup device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that three devices were returned together in a single box with the lot number of the complaint on the label. The implants, sutures, and variable depth straws are off of all three insertion devices. There are no visible defects on the three insertion devices. The t2 has been cut from two of the sutures and were not returned. Both the t1 and t2 have been cut from the third suture and were not returned. Two variable depth straws were returned off of the insertion devices. The third variable depth straw was not returned. A functional evaluation could not be performed because of the missing and deployed implants. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (type of investigation).